Manufacturer narrative:
Block b3: date of event - approximately sometime in june 2022 - exact event date is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a worsening of parkinsonian motor symptoms due to the implantable pulse generator (ipg) reaching the normal end of the battery life. The patient underwent a revision procedure where the ipg was replaced. Additional information was received providing the serial number of the ipg. The explanted device was disposed by the hospital and was not returned.

Manufacturer narrative:
Block b3: date of event - approximately sometime in june 2022 - exact event date is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a worsening of parkinsonian motor symptoms due to the implantable pulse generator (ipg) reaching the normal end of the battery life. The patient underwent a revision procedure where the ipg was replaced.